Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin squirted out after the button was released during the fill tubing process. Troubleshooting was performed and insulin exited as expected. Insulin stopped exited after the motor stopped. There was no error in the alarm history. They were advised to monitor the insulin pump and call back if problem reoccurs. The customer¿s blood glucose level was 118 mg/dl. The product will not be returned for analysis.